Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked at the base of the patient line. The customer's blood glucose level was 350 mg/dl and it was addressed with a correction bolus. The customer was able to load a new cartridge successfully.